Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in manjung/malaysia (returned to rrc on 2022-10-11). The evaluation could not reproduce the occurrence of error message e433 which is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, a temporary fault is assumed and the exact cause for the occurrence of the error message e433 could not be determined. In addition, the evaluation revealed the occurrence of error message e202 in the error log. It is assumed that this was caused by electrodes of an hf instrument touching each other (short circuit) or a malfunction of the hf instrument and/or the connection cable (short circuit). Thus, a user error cannot be ruled out. However, this phenomenon does not impact the alleged occurrence of error message e433. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the users experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available this report will be updated.

Event description:
Olympus was informed that during preparation for an unspecified therapeutic procedure the esg-400 hf-generator issued error code e433 and restarted itself. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.